Manufacturer narrative:
A hill-rom technician replaced de sidecom board for resolution. Bed is working as specified.

Event description:
During a versacare bed preventive maintenance session, it was found that bed would not place nurse call.